Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used as normal and hemostasis was achieved. Ten days after the intervention the patient had pain in his leg. The patient was not hospitalized during that time. At the hospital the physicians found out that the angio-seal anchor had embolized and occluded a vessel in the leg. The patient had the anchor removed via surgery. The patient condition is stable. This was a right femoral artery puncture. The patients hospital stay was extended due to the event. The patient required vascular surgical intervention due to the event. There was obstruction to the blood flow. Additional information was received 19december2019: the procedure performed was a percutaneous transluminal angioplasty using a 6fr sheath. A pre deployment angiogram was not performed. According to the customer everything went smooth as usual.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.